Manufacturer narrative:
Result: footboard without scale display.

Event description:
It was reported by service report that the footboard scale was without display function. No pt involvement or adverse consequences were reported.